Event description:
During preparation for closed rodding on event date, the medullary alignment tube fractured upon removal of guide wire. Attempts made to remove tubing but some pieces remain in distal femur.